Event description:
It was reported that this right atrial (ra) lead perforated the heart wall. The patient experienced acute pericarditis and irritation. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead perforated the heart wall. The patient experienced acute pericarditis and irritation. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.